Event description:
It was reported that during preparation of the intra-aortic balloon catheter (iabc), the customer encountered problems as the balloon was still in the t-handle. Negative balloon pressure passed the syringe per one way valve and the suction was not normal. The customer inserted the balloon through the guidewire without any problems. There was no reported injury to the patient.

Manufacturer narrative:
Correction made to section b - date of event from: (B)(6) 2019. Correction for initial MDR to section g4 - date received by mfg from: 06/17/2019, to: 06/16/2019. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID : (B)(4). Device not returned.

Event description:
It was reported that during preparation of the intra-aortic balloon catheter (iabc), the customer encountered problems as the balloon was still in the t-handle. Negative balloon pressure passed the syringe per one way valve and the suction was not normal. The customer inserted the balloon through the guidewire without any problems. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter the t-handle was not returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty to remove iab from t-handle because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during preparation of the intra-aortic balloon catheter (iabc), the customer encountered problems as the balloon was still in the t-handle. Negative balloon pressure passed the syringe per one way valve and the suction was not normal. The customer inserted the balloon through the guidewire without any problems. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during preparation of the intra-aortic balloon catheter (iabc), the customer encountered problems as the balloon was still in the t-handle. Negative balloon pressure passed the syringe per one way valve and the suction was not normal. The customer inserted the balloon through the guidewire without any problems. There was no reported injury to the patient.